Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of (B)(6) results from 1 blood donor patient tested for elecsys (B)(6) pt ((B)(6)) on a cobas 6000 e 601 module. The initial primary tube was tested by the biorad evolis method with a (B)(6) result. The sample was repeated by the biorad method and the result was (B)(6). A second sample from the blood bag was tested by the biorad method and the result was (B)(6). Both samples were then tested on the e601 module with results of 0.211 coi ((B)(6)) and 0.248 coi ((B)(6)). On (B)(6) 2018 both samples were tested on a cobas e 411 immunoassay analyzer and the results were 0.30 coi ((B)(6)) and 0.27 coi ((B)(6)). The incorrect results were not reported outside of the laboratory. The biorad results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 serial number was (B)(4). Calibration signals were within the expected ranges. The sample material from the patient is no longer available for investigation.

Manufacturer narrative:
Qc data was acceptable. Since the sample material is no longer available, the investigation could not be completed. The investigation was unable to find a definitive root cause.